Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller in trying to load a new cartridge properly, but the alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump with one featuring updated software. The caller, who was in warranty and will use mdi as a backup, was instructed on the procedures for returning the faulty pump and understood the steps required upon receiving the replacement.